Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for imaging procedure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included gravida ii and parity 4. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications);"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches") and abdominal pain lower ("abdominal pain lower") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (bilateral)/surgical removal of coils -(B)(6) 2007 removal of uterus-2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, pregnancy with contraceptive device, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for- uti, vaginal. Infection discrepancy noted: date(s) of insertion: (B)(6) 2006 (discrepancy reported as per pfs). Date(s) of removal: (B)(6) 2007 - surgical removal of coil(s). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received. Reporters information were updated. Essure implant date were updated. Event :pregnancy (miscarriage) were updated to pregnancy (with complications).new event:abdominal pain lower and plaintiff did not undergo essure confirmation test. Were added. Event: genital hemorrhage , pregnancy(with complication) was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for imaging procedure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications);"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metralgia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches") and abdominal pain lower ("abdominal pain lower") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (bilateral)/surgical removal of coils -(B)(6) 2007 removal of uterus-2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, pregnancy with contraceptive device, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for- uti, vaginal. Infection discrepancy noted: date(s) of insertion: (B)(6) 2006 (discrepancy reported as per pfs) date(s) of removal: (B)(6) 2007 - surgical removal of coil(s). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('gen. Abnorm. Bleed'), pregnancy with contraceptive device ('stillbirth/miscarriage') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for imaging procedure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for- uti, vaginal. Infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case become incident. Injury nos was replaced with dysmennorhea and new events dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, gen. Abnorm. Bleed, stillbirth/miscarriage, uti, vaginal. Infection, fatigue, gi conditions, dental problems, hormonal changes, headaches, weight gain were added. Patient demographics, reporters address details were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.